Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: exchange sheath - leaks, difficult to attach - clip applier, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the exchange sheath leaked at the hemostatic valve. When the starclose se clip applier was connected to the exchange sheath the expected "click" was not heard. During thumb advancement, the vessel locator button partially engaged and "did not feel right." An attempt to release the locator wings with the safety release was unsuccessful. The device became stuck in the vessel. The "device pulled out of the artery." Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.